Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg became inoperable after an unrelated procedure where the ipg was not set to surgery mode. Further troubleshooting is pending.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Manufacturer narrative:
The reported observation that ipg was inoperable was confirmed. The device had stopped daily battery voltage logging on 9/18/2024, which is the date that the patient was subjected to an rf procedure which caused the device to enter the service application state. Battery logging only occurs while the ipg is in the therapy application state. Per the clinicians manual: per clinicians manual arten600144297a rev. A - under warnings - there is sufficient documentation concerning the use of use short-wave diathermy, microwave diathermy, or therapeutic ultrasound diathermy (all now referred to as diathermy) on patients implanted with a neurostimulation system, and medical procedures (such as therapeutic radiation and electromagnetic lithotripsy). Per the clinicians manual electrosurgery. To avoid harming the patient or damaging the neurostimulation system, do not use monopolar electrosurgery devices on patients with implanted neurostimulation systems. Before using an electrosurgery device, place the device in surgery mode using the patient controller app or clinician programmer app. Confirm the neurostimulation system is functioning correctly after the procedure.

Manufacturer narrative:
It was reported to abbott a patient a patient was unable to connect to their ipg using their patient controller (pc). The patient underwent an rf procedure and had just turned their ipg off. Its unknown if the patient placed the device in surgery mode. The rep met with the patient and was unable to connect to the ipg. The patient was referred to their pain physician. No additional information was provided. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicates that troubleshooting was unable to resolve the issue. As a result, the patient may undergo surgical intervention to address the issue.